Event description:
It has been reported that the bd kiestra inoqula track has been found producing incorrect results. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving instrument bd kiestra inoqula track. According to the information provided, there appear to have been some discrepant growth patterns between different plates for the same sample. No other issues were reported. During the investigation, the system service engineer (sse) connected and observed discrepant growth patterns between different plates for the same sample. The dishes mentioned by the customer were checked, and logs were reviewed; no related errors were found. Later, upon arrival, the field service engineer (fse) observed the inoqula system in production with live samples. Pipette aspirate/dispense heights were verified and appeared correct, dispensing samples properly. A small section of the sa spreader work surface was slightly sticky, which was cleaned before continuing monitoring. Mechanically, everything appeared to be functioning correctly. A case has been raised to determine the possible cause of the reported discrepant growth patterns. The customer was advised to record any further occurrences and note sample numbers. No other issues were reported, and the instrument was left operational in production. Additionally, the tip was noted to be touching the auger during aspiration; aspiration height was adjusted. The instrument now performs to specifications and is ready for routine use without restrictions. Following this action, no further issues were encountered. Based on the investigation, this case has been assessed as confirmed as a bd quality issue. Review found no new trends, risks, or hazards were identified because of this complaint. The issue in this complaint does not require the initiation of corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Bd quality will continue to closely monitor trends associated with this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: n/a.

Event description:
It has been reported that the bd kiestra inoqula track has been found producing incorrect results. No patient impact was reported.